Event description:
It was reported two wires broke during insertion under normal force. Bother are dull at the pointed ends. Surgery was delayed 10 minutes. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: two 1.1mm threaded guide wires, 150mm, part number 292.622, were received with the complaint category of ¿broken: intraoperatively.¿ the lot number and the manufacturing date of these guide wires are unknown. One was received in two pieces with the distal piece measuring approximately 9.1mm and the proximal piece measuring approximately 141mm. The second was received in three pieces with the distal piece measuring approximately 8.5mm, the middle piece measuring approximately 52.5mm, and the distal piece measuring approximately 88.9mm. There is also a 45 degree bend approximately 7mm from the distal end of the middle piece. The breaks on both parts are transverse breaks. There is circular scraping around each shaft and the distal ends have been worn down such that the threads are barely visible. Thus, the complaint condition is confirmed but cannot be replicated. The condition of the guide wires, especially the significant bend, is consistent with the result from excessive force. Applying excessive pressure during insertion or tilting of the drill when drilling over the guide wire could result in this condition. Thus, although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the break, the complaint condition is likely a result of the method of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.